Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would intermittently not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, the technician observed internal damage consistant with mis-handling. Component root cause could not be firmly established due to the observed damage. An interconnect flex cable was reseated. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.